Event description:
Healthcare professional reported implant exchange due to the patient's concern with the product and deflation. This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Hole observed during surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of deflation/ anxiety - product/ procedure was received on april 03, 2025, with catalog mcghan210cc. Based on the product analysis performed, the assessments of the complaints are: deflation: observed broken device assessed as surgical damage. Deflation: observed missing piece of shell assessed as inconclusive. Anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification to partial d6a implant date: 1995 was provided.